Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported on may 21, during catheter placement, fluid leakage was observed from the pre filled introducer needle. The catheter was subsequently reinserted to meet the patient¿s treatment needs. No further information was provided.